Event description:
It was reported that the patient notifier went off on (B) (6) 2010 while the patient was sitting in a chair reading. Interrogation revealed that the alert was for an atrial lead impedance of less than 100 ohms. In clinic, the low lead impedance could not be reproduced. The asymptomatic patient would be monitored.